Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call keypad anomaly, low reservoir anomaly, low battery charge and physical damage on the insulin pump. Customer declined to troubleshoot. Customer advised the reservoir was loose, cracked, the buttons were unresponsive when pressed and they had issues with replacing batteries. The insulin pump will not be returned for analysis.